Event description:
The pt experienced nausea/vomiting and seizure after one hour of dialysis onset. The pt was emergently transported to hospital and recovered.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified because enough info is not available about it. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events include both anaphylactic and less well-defined adverse reactions of unk cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.